Event description:
The disconnector control of the stent graft was inhibited. It could only be released by applying strong force with the assistance of a nipper and a screw wrench. There was no impact to patient, the evar repair was successful and the patient is doing well.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Dimensions of component parts from the affected batches of push rod connector and push rod release have been reviewed and found to be in specification and fully operational. The delivery system involved was destroyed by the user and was not returned to the MFR for analysis. A technical proctor did not attend this procedure. In the absence of the failed device, the most likely mechanism for the failure is considered to be over-tightening of the two components of the release mechanism. This is the first clinical event involving this type of delivery system. A review of stock concludes that recurrence of this event leading to serious injury is remote.